Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there was a hole in the circuit. They thought they heard a leak coming from the et tube but did a circuit test on the vent circuit and it didn't pass and that is how they found the hole." No patient harm reported. The condition of the patient is listed as "fine".

Event description:
The complaint is reported as: "there was a hole in the circuit. They thought they heard a leak coming from the et tube but did a circuit test on the vent circuit and it didn't pass and that is how they found the hole." No patient harm reported. The condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). Received the circuit inspiratory limb of one (1) 880-15kit, neonate dual heated dual drain, for investigation. Upon receipt the circuit limb was visually inspected for any signs of abuse/misuse/damage. The complaint of a hole in the circuit has been confirmed. Upon visual inspection the tube opening was confirmed. The opening is associated with what appears to be a small melt in the plastic blue tubing. The melted area is approximately 7 inches from the column side of the limb. The tube opening and melted area of the limb is approximately .5 inches long. Further visual inspection did not reveal any issues with heated wire bunching, or heated wire gathering. There was no visual signs of the heated wires burned or charred from what could be seen. Connectors show no signs of corrosion or deterioration. Further testing includes measuring the resistance of the heated wires to ensure the heated wires did not contribute to the incident. The resistance range for the heated wires incorporated into this kit should be 33.90 - 39.40 of resistance. The actual measured value of the resistance in the heated wires was 36.4 of resistance. This value is well within the specified range. The device history record of batch number 74f1900733 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specification. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing or other materials." The complaint has been confirmed. An opening does exist in the blue tubing at the same location as an approximately .5 inch tubing melt. The melted area does not resemble a defect that would come from a manufacturing issue. These kits are visually inspected 100% from at the production line, and each limb is 100% pressure/leak tested before shipment. The melt could have been the result of the limb being stretched or folded over the corner of a table while electrical current was still being supplied to the wires. This is mentioned as a possible scenario for the melt. Without further detail of the incident the root cause cannot be determined. No further action required.